Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested with no occurrence of the reporter symptom. Review of the history log confirmed the reported symptom. The upper and lower auxiliary assemblies are known contributors to this alarm and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.